Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. Treatment utilized pre dilatation with a 2.0x20mm maverick2 balloon deployed at 16 atms and the attempted placement of a 3.5x12mm taxus liberte drug eluting stent. The device was unable to cross the moderately calcified and 85% stenosed target lesion located in the moderately tortuous mid left anterior descending (lad) artery. Upon removal of the device, it was noted that there was a "little bit" of resistance and that the stent strut "was unsmooth". The procedure was successfully completed with another 3.5x12mm taxus liberte drug eluting stent. Post dilatation with an unknown device was performed. No patient injuries or complications were reported. The patient condition was reported as "stable".